Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012; inratio: 2.6; lab: 1.7. Pt's therapeutic range is 2.2 - 2.8. Thirty mins elapsed between two tests.

Manufacturer narrative:
Investigation pending.